Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was 531 mg/dl, indicating an adverse impact. The customer administered a correction bolus via the pump to address the elevated bg level. The customer reverted to an alternate method of insulin therapy.